Manufacturer narrative:
Investigation: complaint description: the third infusion day, nurse found catheter broken when removed catheter. After checked, nurse found the broken part on the ground next to the patient bed. The puncture point was wrist joint. Comment: the patient was an old person and in delirious status. Investigation root cause: DHR ¿ no related investigation on same lot #. Returned material shows reported defect. Bd was able to duplicate or confirm the customer¿s indicated failure mode. No related abnormal record of defect. The catheter of the complaint sample is broken from catheter root and the catheter section surface is irregular. If the root of catheter was defective at the time of use, the sample cannot complete puncture successfully. The third infusion day, nurse found catheter broken when removed catheter. According to the complaint information: (7/31/2017 on behalf of the feedback information ¿ indwelling the third day, the nurse pulled the needle after the discovery of catheter rupture, fracture site found in the bed next to the location of the puncture site: wrist joints, the patient is in confused unconscious state.) The above information: the product in the puncture without exception, is a qualified product. Product retention period, the patient is in an unconscious state, the unconscious action may cause broken tube. In summary, it is confirmed that the reported defect is not related to the manufacturing process/factory.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the catheter of a bd intima ii¿ IV catheter 24g x 0.75 in. Broke when removed. No injury or medical intervention.